Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented for follow-up a day after implantation procedure, dislodgement of the atrial lead was noted. As a result surgical intervention was taken; the physician repositioned the atrial lead. Lead remains implanted. The patient was stable.